Event description:
Customer reported that he was hospitalized for high blood glucose. Unable to confirm settings. Customer removed batteries from pump for more than 2 hours and all settings cleared. Customer also stated that he does not have another infusion set with him to continue troubleshooting.